Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') and fallopian tube perforation ('perforation: fallopian tubes') in an adult female patient who had essure (batch no. 774371) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia of pregnancy, nasal congestion, sore throat, pain ear and pelvic pain. Essure confirmation test(s) conducted-unknown. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), headache ("headaches"), vaginal discharge ("vaginal discharge") and migraine ("migraines") and was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced abdominal pain ("pain / abdominal pain") and fatigue ("fatigue"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"). In (B)(6) 2015, the patient experienced vaginal infection ("vaginal infection") and urinary tract infection ("uti"). In (B)(6) 2017, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), back pain ("back pain"), iron deficiency anaemia ("anemia"), bladder disorder ("bladder problems"), depression ("depression"), nausea ("nausea") and visual impairment ("vision/eye problems") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, fallopian tube perforation, abdominal pain, dysmenorrhoea, dyspareunia, back pain, headache, vaginal haemorrhage, vaginal discharge, vaginal infection, iron deficiency anaemia, bladder disorder, fatigue, alopecia, hormone level abnormal, weight increased, urinary tract infection, depression, migraine, nausea and visual impairment outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, hormone level abnormal, iron deficiency anaemia, menorrhagia, migraine, nausea, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date (B)(6) 2011, (B)(6) 2011 patient received treatment for bladder problems date(s) of insertion: (B)(6) 2011 (as per pfs-discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 1-oct-2020: mr received : lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') and fallopian tube perforation ('perforation: fallopian tubes') in an adult female patient who had essure (batch no. 774371) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia of pregnancy, nasal congestion, sore throat, pain ear and pelvic pain. Essure confirmation test(s) conducted-unknown. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), headache ("headaches"), vaginal discharge ("vaginal discharge") and migraine ("migraines") and was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced abdominal pain ("pain / abdominal pain") and fatigue ("fatigue"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"). In (B)(6) 2015, the patient experienced vaginal infection ("vaginal infection") and urinary tract infection ("uti"). In (B)(6) 2017, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), back pain ("back pain"), iron deficiency anaemia ("anemia"), bladder disorder ("bladder problems"), depression ("depression"), nausea ("nausea") and visual impairment ("vision/eye problems") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, fallopian tube perforation, abdominal pain, dysmenorrhoea, dyspareunia, back pain, headache, vaginal haemorrhage, vaginal discharge, vaginal infection, iron deficiency anaemia, bladder disorder, fatigue, alopecia, hormone level abnormal, weight increased, urinary tract infection, depression, migraine, nausea and visual impairment outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, hormone level abnormal, iron deficiency anaemia, menorrhagia, migraine, nausea, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date (B)(6) 2011, (B)(6) 2011 patient received treatment for bladder problems date(s) of insertion: (B)(6) 2011 (as per pfs-discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Lot number: 774371 manufacture date: 2010-08 expiration date: 2013-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-oct-2020: quality safety evaluation of product technical complaint we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') and fallopian tube perforation ('perforation: fallopian tubes') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: essure confirmation test(s) conducted-unknown. On (B)(6) 2011, the patient had essure inserted. In december 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), headache ("headaches") and migraine ("migraines") and was found to have weight increased ("weight gain"). In march 2013, the patient experienced abdominal pain ("pain / abdominal pain") and fatigue ("fatigue"). In april 2013, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)"). In september 2013, the patient experienced alopecia ("hair loss"). In april 2015, the patient experienced vaginal infection ("vaginal infection") and urinary tract infection ("uti"). In march 2017, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), back pain ("back pain"), vaginal discharge ("vaginal discharge"), iron deficiency anaemia ("anemia"), bladder disorder ("bladder problems"), depression ("depression"), nausea ("nausea") and visual impairment ("vision/eye problems") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, fallopian tube perforation, abdominal pain, dysmenorrhoea, dyspareunia, back pain, headache, vaginal haemorrhage, vaginal discharge, vaginal infection, iron deficiency anaemia, bladder disorder, fatigue, alopecia, hormone level abnormal, weight increased, urinary tract infection, depression, migraine, nausea and visual impairment outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, hormone level abnormal, iron deficiency anaemia, menorrhagia, migraine, nausea, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date (B)(6) 2011. Patient received treatment for bladder problems date(s) of insertion: sep2011 (as per pfs-discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.8 kg/sqm. Hysterosalpingogram - on an unknown date: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-nov-2019: pfs received. Lab data added. Events added: abnormal bleeding (vaginal), uti, depression, migraines / headaches, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, vision/eye problems, fatigue, weight gain, hair loss, vaginal infection , abdominal pain. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: essure confirmation test(s) conducted-unknown. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), menorrhagia (seriousness criterion medically significant), dysmenorrhoea ("dysmennorhea (cramping)"), back pain ("back pain"), iron deficiency anaemia ("anemia"), bladder disorder ("bladder/urinary problems: bladder problems"), fatigue ("fatigue"), alopecia ("hair loss") and headache ("headaches") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, menorrhagia, dysmenorrhoea, back pain, iron deficiency anaemia, bladder disorder, fatigue, alopecia, hormone level abnormal and headache outcome was unknown. The reporter considered alopecia, back pain, bladder disorder, dysmenorrhoea, fallopian tube perforation, fatigue, headache, hormone level abnormal, iron deficiency anaemia, menorrhagia and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date (B)(6) 2011 patient received treatment for bladder problems. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs received events "dysmenorrhea (cramping), back pain, menorrhagia (heavy menstrual bleeding), anemia, perforation: fallopian tubes, bladder problems, fatigue, hair loss, hormonal changes, headaches, weight gain" were added. Patient demographics was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.